Manufacturer narrative:
The tech found the bed was stuck in brake and would not release. The tech adjusted the brake/steer mechanism to repair the bed.

Event description:
The account alleged that the bed will not come out of the brake position.